Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device unexpectedly came out of the patient's pocket. A replacement is planned to be placed in the future. The issue remains unresolved until the device is returned. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device unexpectedly came out of the patient's pocket. A replacement is planned to be placed in the future. The issue remains unresolved until the device is returned. No additional adverse patient effects were reported. Additional information received indicates that the procedure for the new icm has already been performed, and a new device was implanted in the patient. The explanted icm has not been returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device unexpectedly came out of the patient's pocket. A replacement is planned to be placed in the future. The issue remains unresolved until the device is returned. No additional adverse patient effects were reported. Additional information received indicates that the procedure for the new icm has already been performed, and a new device was implanted in the patient. No adverse patient effects were reported.